Event description:
No insulin in the pens[drug ineffective]. Case description: this spontaneous case received from ireland, reported by a pharmacist as "no insulin in the pens," concerns a female patient treated with novorapid flexpen (fast-acting insulin aspart), levemir flexpen (long acting insulin) and novofine 8mm 30g. The patient returned a novorapid flexpen and a levemir flexpen to a pharmacy, saying that she was admitted to a hospital thinking she had injected herself with insulin, when in fact there was no insulin in the pens. The patient stated that she had experienced this before. The nurse advised the patient to always check the pen by "injecting a little blindly first i.e. To let off the first few drops," the patient is doing this now. The outcome of the adverse event was completely recovered. Reporter's causality: possible. Novo nordisk's causality: reportable. Analysis result: product: novorapid flexpen. Lot no:sh70791. Drug conclusion: cartridge/preparation: the returned product was examined visually. Furthermore, the parameters identify, assay, degradation, and insulin aspart related impurities were examined. Nothing abnormal was found. The cartridge was seen to be partly empty, but as the product solution is clear it might be difficult to see whether the cartridge is empty or not. Needle marks were observed in the rubber membrane. Furthermore, the piston had been pushed forward from the initial position. Device conclusion: visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product: levemir flexpen. Lot no:sp51308. Drug conclusion: cartridge/preparation: the product was examined visually. Furthermore, the parameters identity, assay and insulin determir related impurities were examined. The product was found to be normal. The results were found to comply with specifications. The cartridge was seen to be partly empty, but as the product solution is clear it might be difficult to see whether the cartridge is empty or not. Needle marks were observed in the rubber membrane. Furthermore, the piston had been pushed forward from the initial position. Device conclusion: visual and functional examinations were performed. During testing of the device it has not been possible to detect any irregularities. The dose accuracy was measured by weighing. The result was within acceptable limits. Product: novofine g30, 8mm. Lot no: unknown. Needle conclusion: needles, which have been used for injection by the user, were blocked upon receipt of the complaint. Most likely this fault occurred during use of the needles.